Manufacturer narrative:
Nova biomedical has received the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 598mg/dl on their blood glucose meter, and then received a reading of 224 mg/dl on another brand of meter within a ten minute time period. The difference in the readings was considered to be clinically significant. The meter will be returned for eval.